Event description:
The wife of a (B)(6) year old male patient called into zoll lifecor customer support to report that the top of his monitor had come off. The patient was provided with a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem has been confirmed. As received, the monitor's case was separated along the seams and from the end cap. The white and black cables from j2008 on the auxiliary board pca was disconnected. The lcd was disconnected from the computer/analog board pca. The root cause of the end cap separation cannot be positively identified, but was likely caused by excessive force. No adverse event resulted from the disconnected cables. The patient received a replacement monitor.